Event description:
The customer reported being in the emergency room due to high blood glucose over 400mg/dl. The customer stated that she ate a small lunch and later her blood glucose went up. The next day she had low blood glucose and she had oatmeal. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual injection and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was not bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.